Event description:
Customer reports one incident of a blood leak on reuse #2 during pt treatment. Noted by blood leak alarm and confirmed with hemastix. Estimated blood loss was 250 cc's. Treatment was resumed with a new dialyzer and new bloodlines without treatment. No pt injury or medical intervention reported.